Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #331a63. Additional information was requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? >> no. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? >> yes, partially fire. Was there any difficulty opening the device? >> yes. If yes, how was the device removed from the patient? >> using reverse button. If yes, did the jaws eventually open? >> yes. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards, with a tyvek, and with a gst45t reload loaded on the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. The device opened without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the clip was stuck. Surgery was not delayed and the procedure was completed successfully. There were no patient consequences reported.